Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K980703. Investigation: samples received: 16 unopened racepacks and 1 opened. Analysis and results: there is one previous complaint of the same code-batch regarding the same issue. We manufactured and distributed in the market 2,772 units of this code-batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. We have received 16 closed samples and 1 opened with the needle detached from the thread (thread is still wound on the pack). We have tested the needle attachment strength of the closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported that the needle detaches. The reporter indicated that during a general surgery procedure the needle detached from the thread. No patient information is available.